Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified that the patient had an initial right total unicompartmental knee arthroplasty. Subsequently, approximately 4 years and 5 months post-op, the patient reports the knee sometimes slipping away for no reason, creating discomfort. 1 month later, underwent a revision due to dislocation of the poly. During the operation the poly was found retracted into the sub-quadricipital cul-de-sac. The 4mm poly was exchanged for a 5mm poly without complication. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a patient had an initial right total unicompartmental knee arthroplasty seven years ago. Three years ago, the patient reported the knee sometimes slipping away for no reason, creating discomfort. Subsequently, underwent a revision due to dislocation of the poly following premature wear. During the operation the poly was found retracted into the sub-quadricipital cul-de-sac. The four mm poly was exchanged for a five mm poly without complication. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D ¿10 unknown oxford tibial component lot # unknown. Unknown oxford femoral component lot # unknown. G2 ¿ foreign ¿ (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.